Event description:
It was reported that the device exhibited undersensing, high impedance on the atrial channel, and noise on both the atrial and ventricular channels. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field events of high atrial lead impedance and non-sustained lead noise were confirmed via review of stored electrograms. The device was tested on the root cause of the field event could not be determined.